Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested and received. Further info has been requested. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported a pt with anterior chamber endophthalmitis following intraocular lens (iol) implant surgery. Three days following the implant procedure, the pt reported blurry vision. Vitreous and aqueous cultures were taken and the results were negative for growth. The pt was treated with medications and was hospitalized on the fourth postoperative day. An unapproved viscoelastic was used during the implant procedure. Add'l info has been requested.